Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, excessive no delivery alarm test and displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube lip, cracked battery tube threads, and scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during prime and the customer was unable to clear the alarm or rewind the insulin pump. Customer stated that they do not use the sensor feature on the insulin pump. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.